Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is component failure. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The cystonephro fiberscope was returned to the service center with a report of picture was very poor, unable to unscrew irrigation. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, dirt on the objective lens was found. There was no patient involvement.